Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl suspected.

Event description:
Patient's family reported "I have recently been informed of a recall of biocell implants for increased risk of lymphoma. My [sibling] has these implants and is currently battling this disease." This record represents the left side. The device remains implanted.